Manufacturer narrative:
(B)(4); device was not returned for evaluation. Did they have any difficulties during the initial procedure? What was the shape of the clips? How long post op before the patient returned? Were clips visible during the reoperation, describe the shape of the clips? Was the reop performed open or laparoscopically?

Manufacturer narrative:
(B)(4). Message from rep after he spoke to the surgeon to obtain additional information: "the patient was returned to the operating room for follow-up procedure about 4 hours after initial laparoscopic cholecystectomy. The surgeon visualized the clips and the clips appeared well-formed and looked ok; but had definitively not fully ligated the cystic blood vessel. During the 4 hours post-operatively, patient had become tachycardic ¿ so follow-up procedure to stop bleeding accomplished by the surgeon."

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The patient returned with a post op bleed on the cystic artery. The patient presented tachycardia and hypertension. Which led them to re-examine, leading to the reoperation to occlude the cystic artery and the patient requiring a blood transfusion. The patient is doing fine. Device was discarded.